Event description:
It was reported that the device experienced a lock-up failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed system and memory pcb assemblies and determined the cause of the failure to be due to a cold solder joint on a resistor, designator r53, of the memory pcb.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.